Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s caregiver reported via phone call that the customer experienced high blood glucose. Blood glucose level at the time of the incident was 380 mg/dl. It was unknown how the customer treated for their high blood glucose. During troubleshooting, the infusion set had a bent cannula when removed. It was stated that the customer was hospitalized for their high blood glucose. The customer was admitted overnight on (B)(6) 2020. Customer¿s blood glucose was 380 mg/dl and was treated with IV insulin drip. The customer reported chest pain and large ketone presence. Customer has been using insulin pump system within 48 hours of reported high blood glucose. It is unknown if auto mode was active at the time of the incident. The insulin pump will not be returned for analysis.